Manufacturer narrative:
This report is filed january 29, 2016. The implanted device remains.

Event description:
Per the clinic, the patient was taken to the operating room on (B)(6) 2016 for placement of a new abutment under general anesthesia. The implanted device remains.